Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 445 mg/dl. The customer treated his blood glucose level with syringes. The customer believed he left the infusion set in too long. The customer treated with an injection again after his blood glucose level went down to 348 mg/dl. The device was not returned.